Manufacturer narrative:
(B)(4). Concomitant medical products: unknown acetabular cup, unknown liner, unknown head, all catalog#'s: ni lot#'s: ni. Reported event was unable to be confirmed due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02054, 001825034-2017-02055, 0001825034-2017-02056, 0001825034-2017-02057.

Event description:
It was reported that a patient underwent a hip revision for unknown reasons. Attempts to obtain additional information have been made; however, no more is available.